Event description:
The complainant reported that the rotator broke during contrast injection for a left ventriculogram. Flow rate was 12 ml/s for a total volume of 35 ml.

Manufacturer narrative:
Evaluation: a review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.